Event description:
The patient's mother contacted animas to report the patient has been obtaining elevated blood glucose (bg) readings for a couple of days. The patient's mother reported that the patient obtained a bg reading greater than 600mg/dl on (B)(6), 2011. The reporter confirmed the patient was nauseous, had a headache and tested positive for small ketones. At the time of the call, the reporter gave patient a correction bolus of 10u via syringe. At the time of troubleshooting, the patient's mother reported that the advanced bolus feature allowing the pump to calculate bolus dose was missing. Animas customer support noted that the advanced features were turned on; however, advanced ez carb and ez bg correction data on bolus screen was missing. At the time of call, the reporter denied any site issues and confirmed insulin drops coming out of tubing when she performed a 2u air bolus. This complaint is being reported because the patient obtained blood glucose readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.